Manufacturer narrative:
Concomitant therapies continued: cefalexin 500mg ¿ 01 pill per oral, 6/6h for 10 days. Lisador ¿ 45 drops per oral, 6/6h for 7 days. Nimesulid 100 mg ¿ 01 pill 12/12h for 5 days. [Unreadable] ¿ 01 pill per oral, 12/12h for 10 days. Targifor ¿ 01 pill per oral in the morning for 30 days. [Unreadable] ¿ apply 01x/day on site. Paco ¿ 01 pill 8/8h if strong pain. (B)(4). Visual analysis: visual analysis of the photographs identified: pain-ndr: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Deformation: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Infection: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, nipple discharge, pain, edema, deformation, anxiety-product/procedure.

Event description:
Patient reported "seroma-late, nipple discharge, pain, edema, deformation, and anxiety.¿ device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side "strong pain", "deformity", "swelling", and "turned prosthesis". Patient representative later reported left "little free fluid", "risk of cancer associated with the protheses", and "leaking milk secretion". The device has been explanted and replaced.